Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy in the anterior direction. The inaccuracy was approximated at 1 millimeter; no specific measurement was provided. It was noted that the inaccuracy persisted across both the curved suction and the straight suction instruments. In trouble-shooting, the patient was re-registered, however, issue was not resolved. Tracer was reported to be a good pattern. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic navigation performed a software investigation by visually analyzing a copy of the tracer pattern employed by the surgeon on the day of the reported event. It was found that the tracer pattern was not optimal. A medtronic field representative attended a surgery and instructed the surgeon to trace better at the bridge of the nose and posterior points. The rep emphasized being more deliberate with the tracer pattern rather than rushing through it. There were no accuracy issues when these techniques were employed. Site has been instructed on correct tracer pattern. Software is functioning as designed.

Manufacturer narrative:
On 03/17/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.no further issues have been reported.